Manufacturer narrative:
(B)(4). Unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
(B)(6) called chart to get literature for c1000. He wanted information so he could do calculations for how long units should last when completely filled. He is doing an audit and investigating a death. He believes the issues was negligence on the nurse, that they were not checking the unit and let it run empty. Said: "negligence of staff, the unit was working fine no doubt". They did not have the serial number of the unit or any information.